Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient was not getting data. No medical intervention was reported. Additional event or patient information is not available. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.